Event description:
It was reported that this inflatable penile prosthesis was removed as it was not working and would no longer inflate due to suspected fluid loss. Upon explant, the physician noted herniation/migration of the reservoir into the scrotum as well as a break in the reservoir tubing. A new inflatable penile prosthesis was implanted. No patient complications were reported.